Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, the submitted log file appeared to show the pump operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU lists infection and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the event resolved on (B)(6) 2019.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6)trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 6 months, 28 days. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted from clinic with symptoms of fever, chills, fatigue, dyspnea, bloating neck/back ache, decreased appetite, pain and drainage at driveline site. The patient was also admitted for pump infection. The patient was given vancomycin and cefepime. Bumetanide was also provided to the patient for diuresis. Urinalysis was normal. Respiratory culture was normal and (B)(6) was (B)(6). Chest x-ray was negative for pneumonia. Wound and blood cultures positive for s. Aureus for c.diff. During the same admission, the patient experienced acute kidney injury in setting of acute tubular necrosis. Lisinopril and spironolactone was given to the patient. The patient held creatinine of 5.73 upon admission and was down trending on (B)(6) 2019. On (B)(6) 2019, the patient hemodynamic was instable while admitted for infection workup. Maps was in low 60s. Vasopressin and levophed drips given to keep map of 65. The manufacturer's technical service representative reviewed the log file and observed no issues with the device.

Event description:
Additional information: there was no evidence of pump pocket infection. The patient was also treated for hemodynamic instability, acute kidney injury, and subtherapeutic inr. The patient has been discharged with ongoing antibiotic regimen at home. The patient was disconnected with PICC line to inject IV ancef at home and continue vancomycin by mouth at home.